Event description:
It was reported patient experienced burning sensation when having MRI despite putting the system into MRI mode. Patient's ipg site was also uncomfortable following weight loss. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.